Event description:
It was reported that the plug (wall) on the 2800 system was broken. It was noted that when plug was pulled from wall it shorted. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the 220v connector. The system was tested and found to be working as intended and placed back into service.